Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed has device giving non-recoverable system error 74 secondary outlet water temperature sensor out of range low resistance. Biomed already tried cycling the power multiple times with no success. As per email response received on 21nov2022, technical support and biomed determined the device had a bad tank harness. Biomed would order a new tank harness and would replace onsite. No patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is a shorted secondary outlet water temperature sensor. No patient involvement reported. The outcome of the repair cannot be determined at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed has device giving non-recoverable system error 74 secondary outlet water temperature sensor out of range low resistance. Biomed already tried cycling the power multiple times with no success. As per email response received on 21nov2022, technical support and biomed determined the device had a bad tank harness. Biomed would order a new tank harness and would replace onsite. No patient involvement reported.